Manufacturer narrative:
Result: brakes were not holding.

Event description:
It was reported by service report that the brakes were not holding to spec. It is unk if there was pt involvement or adverse consequences to report.